Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an open irritation under one of the lifevest electrodes. Multiple attempts to follow up with the patient were unsuccessful. The medical outcome of the patient is unknown.